Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported there was intermittent/erratic therapy change. The patient reported shocking and overstimulation. The patient did not have the ability to change the stimulation. The patient reported burning in the stomach and legs. It was a sudden change in symptoms/therapy. The patient stated she felt like she went through world war three. She was recharging and the battery got to 3/4 and it started freaking out in my stomach was burning and legs were burning from the inside out and then I couldn't feel them I was in so much pain&#56224;the patient stated what did I do, I was just laying here watching a movie and it started freaking out. I couldn't get it to turn off I couldn't get the remote to turn on. The patient stated last night I felt I was in labor for 80 people right now I feel like I was ran over by a mac truck.&#55316;he patient mentioned that she met with a device manufacturer's representative (rep) recently and had an adjustment. The patient stated she was looking for relief for the right side of her lumbar and right leg. The patient stated she spoke with a rep and will be meeting at the doctor's office tomorrow. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.